Manufacturer narrative:
Institution phone: (B)(6).

Event description:
This report is based on information provided by a philips bench technician and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 device indicating that the therapy receptacle was damaged. The device was evaluated by the philips bench technician, and it was confirmed that the therapy receptacle needs to be replaced. The therapy receptacle was replaced, and the device passed all testing. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.